Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje h3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that two ultrathane mac-loc locking loop multipurpose drainage catheters separated. Resistance was encountered upon removal of the flexible stiffener from the drainage catheter during a routine drain exchange. This was noted to have happened with two catheters, once close to the hub and the second in the middle. A portion of the separated drain was removed with an over the wire snare. A subsequent drainage catheter was placed without the stiffener to complete the procedure. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.